Event description:
A malfunction was reported showing a malfunction code on the customer's device. There was no reported impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact technical support if the issue happened again.